Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent partial right knee arthroplasty on (B)(6) 2010. Subsequently, patient experienced sinus tachycardia post operatively. Additionally, patient fractured the medial tibial condyle on their right knee on (B)(6) 2010. The periprosthetic vertical fracture was reduced and fixed with plates and screws. Subsequently, the patient had their metalwork removed as a day procedure on (B)(6) 2011. The patient also reported continuing pain in their right knee on (B)(6) 2011. On (B)(6) 2011, the patient reported right hip pain. Subsequently, patient underwent total right hip arthroplasty on (B)(6) 2012. No additional information has been provided.